Manufacturer narrative:
H6 codes updated. No device was returned for investigation. A photo of the issue was submitted where it was found that the guiding catheter was missing confirming the customer complaint. Root cause determined to be due to manufacturing. Device history review was done where no anomalies were found during the manufacturing process.

Event description:
It was reported that the kit did not have guiding catheter. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.